Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, 1 tube was underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k243207. Investigation summary: bd received a photo for investigation. After reviewing and analyzing the customer photo, no samples experienced underfill. Additionally, 20 retained samples were subjected to functional tests for low or no draw. All tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, 1 tube was underfilled. There was no health impact or consequences reported.